Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule was retained for more than 30 days. The patient complained of chest pain and had a CT scan which proved that the capsule was still attached. There was no evidence of esophagitis when the physician placed the capsule. The patient has multiple allergies, but there was no metal / nickel allergy noted. The patient tolerated the procedure well and no other issues expected. A repeat procedure was not specified by the physician.